Manufacturer narrative:
Lot# bwm; visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met stryker specifications. Visual inspection confirmed the screw was returned separated from the cage. The plausible root cause of the reported event is user error, specifically inserting the screw too deep.

Event description:
It was reported that; surgeon had difficulty removing screws from cage.

Event description:
It was reported that; surgeon had difficulty removing screws from cage.